Event description:
It was reported that foreshortening of stent occurred. The target lesion was located in the proximal left anterior descending artery. A 4.0mm x 20mm promus premier¿ stent was advanced and implanted in the lesion. Then a 3.5mm x 8mm promus premier¿ stent was advanced through the first stent however it was noted that the recently implanted stent was shortened by 6mm. The 3.5mm x 8mm promus premier¿ stent was implanted distal to the first stent. A 4.0mm x 8mm promus premier¿ stent was implanted proximal to the 4.0mm x 20mm promus premier¿ stent and the procedure was completed. No patient complications were reported and the patient was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).